Manufacturer narrative:
Upon follow-up, it was reported that the patient has recovered from fungal peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis event was reported as caused by fungi. The patient was hospitalized for the event and initially was treated with cefazolin and ceftazidime. Later, the patient was treated with an unspecified antifungal anti-inflammatory injections and unspecified antifungal drugs(intraperitoneal) for the event. At the time of this report, the patient was not recovered from the event. The patient was discharged and was given an antifungal drug to continue using. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in february 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.